Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d), defibrillation threshold (dft) testing was unsuccessful at 14, 21 and 41 joules and was followed by a shorted high voltage shock lead fault message (fault code 1004). Boston scientific technical services (ts) recommended not implanting the device. The device was attempted, but not implanted and another crt-d was implanted. The physician elected to maintain the high voltage portion of the defibrillation lead and the chronic rv pacing lead was maintained as the pace/sense lead. No adverse patient effects were reported.